Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a nail holding screw jammed into the nail holding adapter during a t2 tibia nail insertion. This was during a case when the nail would not de-thread from the jig, this resulted in the nail snapping proximally inside the patient, this was removed and replaced with another nail using another set. No reported adverse effects other than a significant time delay.